Event description:
She had a follow-up apogee rectocele and cystocele repair with a monarch tvt in 2005. Following the 2005 surgery, the pt reports she is having no "bladder control" with an inability to delay urination. She denies any symptoms of stress urinary incontinence, but significant urge incontinence. Of her urinary symptoms she is most bothered by difficulty emptying her bladder. Likewise, reports some post void dribbling. In addition, since her 2005 surgery, she has had much pain with intercourse. She described a constant pulling and tightening of the vagina. Subsequently, she has not attempted to be sexually active since her surgery. The patient likewise reports symtpoms of pelvic pressure. She was found to have mesh erosion. She then underwent excision of mesh, z-plasty of posterior vaginal wall, and cystoscopy five months later. Dates of use: five months in 2005. Diagnosis or reason for use: #1. Pelvic organ prolapse, #2. Stress urinary incontinence. Event abated after use stopped or dose reduced? No.